Event description:
The pt had two vein grafts anastomosed with aortic connectors. Three months postoperatively, cardiac catheterization demonstrated both grafts were occluded and ptca was performed. The pt had a history of hypertension.